Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that she did not receive insulin from the infusion device several times resulting in elevated blood glucose from 26 mmol/l (468 mg/dl) to a reading of "hi" on her blood glucose monitor. She stated that in 2009 an e7 (electronic) error was displayed on the infusion device and she was not able to use the device for "hours." Her normal blood glucose range is 5-10 mmol/l (90-180 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.